Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, two triclips were successfully implanted. The final tr was grade 2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, the patient returned for a transthoracic echocardiogram (tte) showed that a single leaflet detachment (slda) occurred and the clip was no longer attached to the anterior leaflet. The mr increased to grade 5.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a caused for the reported single leaflet device attachment (slda) appears to be related to procedural circumstances (due to a mobile pacing lead interacting with the clip). The reported tricuspid valve insufficiency/ regurgitation (tr) was a cascading events of the slda. Tricuspid valve insufficiency/ regurgitation is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported serious injury/ illness/ impairment was results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a